Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. The patient confirmed this occurred following an unrelated tumor removal surgery. Further evaluation of the patient¿s system confirmed unintended stimulation. It was suspected that the evoke closed loop stimulator (cls) may have been damaged due to electrocautery usage during the previous tumor removal surgery. A revision procedure was performed to replace the cls and resolve the reported event.

Manufacturer narrative:
Additional information and corrected data: section d: device available for evaluation and date returned to manufacturer. Section g: date received by manufacturer and type of report. Section h: device evaluated by manufacturer and evaluation codes. The cls was returned to saluda for analysis. The device failed the functional test for electrode output testing, with high impedances observed. A review of device logs from 19 september 2024, prior to the procedure for tumor removal, and (B)(6) 2025, after the procedure for tumor removal, identified that the average electrode impedance values had increased. The device logs and functional test results are consistent with electrocautery damage. It was reported that the patient had previously undergone a tumor removal procedure, during which electrocautery was suspected to be utilized. The evoke scs system surgical guide details warnings associated with the implantation and protection of a spinal cord stimulation system, including ¿do not use electrosurgical techniques, such as electrocautery, over the leads or cls, as this may cause tissue damage at the lead site and result in severe injury or cause damage to the cls¿ and also details potential risks associated with the use of the system, including ¿uncomfortable changes in stimulation such as over stimulation and the patient may require surgery (including revision, explant, and replacement) as a result.¿